Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: on 7/30/25, I received information that three instances have occurred of our cd003 bag breaking at [hospital]. I went there today, and the following information was provided. Although the information is not complete, I wanted to communicate it right away. I will be there again tomorrow to continue finding out information. Date: 7-25-25. Product: cd003. Surgeon: dr. [Name]. Incident: the bag ruptured during the process of being pulled out of the patience with the specimen inside. One piece of the bag broke off into the patients body. It was able to be located and removed. The hospital did an x-ray, read by dr. [Name] and confirmed that he did not see any retained foreign objects. The bag, packaging, is at the hospital. I was able to take pictures of the packaging. Lot 1555360. Exp 5/14/28. Additional information obtained from account manager via email on 01aug2025: the following informs confirmed today: 7/25 5 pm est fragmented bag piece found and removed from patient I was told the broken bags were not available for shipment back to us. Intervention: one piece of the bag broke off into the patients body. It was able to be located and removed. The hospital did an x-ray, read by dr. [Name] and confirmed that he did not see any retained foreign objects. Patient status: no patient injury indicated.